Event description:
Pt's daughter reports pump [serial number and expiration date unknown) has been alarming during the day and pt has to change batteries or cassettes to stop alarm. Alarm message is "dispenser not attached. Please change cassette". Over the past weekend, alarm went off during the night and patient woke up feeling nauseous and dizzy. She feels pump was not delivering medication while alarming at night uses 2 cadd legacy pumps but is not sure which one has been alarming. No further info, dates, or details reported. Not reported if troubleshooting was completed. Product lot number and expiration date were systematically retrieved from the dispensing system. Product fault occur while in use with the pt. Did the product issue cause or contribute to pt or clinical injury? Pt reported side effects of being nauseous and dizzy. If yes, was any medical interventions provided? No; device available for investigation once returned by pt. Pharmacy replacing device associated with event. Pt had a backup device to switch to and was able to successfully continue their infusion. Infusion is life-sustaining, outcome resolved. Pump return tracking info is not available. Photographs were not provided. Position of pump when alarm occurred is unk. This is a continuous infusion. Setflow rate and volume delivered are unk. Reported to (B)(6) by pt. Care giver. Ref report: mw5163094.